Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected. Reportedly, the customer believed this event occurred while sleeping. The customer successfully reconnected the luer lock connection and resumed insulin delivery. There was no impact to the customer's blood glucose level.